Event description:
It was reported that the patient fell at the hospital and broke her hip. The reporter mentioned that the patient's pump had moved. The reporter also mentioned that the patient had a "procedure" that turned her pump off. No further information was provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient programmer did not recognize the device. There was poor communication. The patient felt the ¿sensation¿ since the pump was shut off.

Manufacturer narrative:
Product ID: 8711, lot# n108247006, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).